Manufacturer narrative:
(B)(4). The cause of the cracks on the fill port could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot 13j010 was manufactured september 5, 2013 - september 6, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one unit was received at the plant for evaluation. White crack marks were observed on the fill-port during visual inspection. Functional leak test was subsequently performed by filling the unit with green color water. During the filling step, leakage was immediately observed coming out of the white crack marks on the fill-port. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that leak was observed from the fill port of a small volume folfusor, while filling with diluent nacl (non-baxter product) solution. A luer lock syringe was used. No additional information is available.